Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose after announcing fewer carbohydrates than consumed, which led to postprandial hyperglycemia followed by device-driven correction and subsequent hypoglycemia; the patient then treated the low with oral glucose and soda, experienced rebound hyperglycemia, ate a light meal with announcement, and had another hypoglycemic episode requiring further oral glucose. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included transient excursions outside the target range with self-management using oral carbohydrate; no hospitalization or professional intervention occurred. Investigation included review of the reported use pattern and education on hypoglycemia treatment and meal announcements. Investigation of this case revealed device performance consistent with use conditions, with the event attributed to carbohydrate under-announcement and subsequent overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including meal underestimation and overtreatment of low glucose.